Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and mildly calcified right coronary artery. A stingray lp catheter was selected for use. During the procedure, the device had successfully crossed the lesion despite some difficulty. However, upon first inflation at 6atm, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. Contrast was present in the inflation lumen and blood in the guidewire lumen. Visual inspection of the device revealed numerous kinks throughout the shaft. Microscopic examination of the shaft revealed that the outer shaft had material protruding outward but there was no hole in the outer shaft, and the inner shaft had a hole 6.7cm proximal of the tip at a kink. The hole and damage are consistent to the damage from the guidewire coming into contact with the shaft and being advanced through the shaft creating the damage. There was no damage to the balloon. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, fluid leaked from the hole in the inner shaft and came out the balloon side holes. Inspection of the device presented no other damage or irregularities to the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and mildly calcified right coronary artery. A stingray lp catheter was selected for use. During the procedure, the device had successfully crossed the lesion despite some difficulty. However, upon first inflation at 6atm, the balloon ruptured. The device was simply and completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.